Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the glass of the light-guide fibers was defective based on the results of the investigation, it is likely that the event is caused by a component failure of uc sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a flickering image and color whitening. The event occurred during inspection and the unspecified procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.